Event description:
According to the available information provided in the medwatch report (mw5154352), the patient underwent surgery due to unspecified reasons. The patient had his coloplast penile prosthesis removed and replaced with an inflatable penile prosthesis. There were no patient complications.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.